Event description:
It was reported that after unpacking a sensor wire, there was a foreign body in the package. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of device contaminated during manufacture or shipping.